Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that when the health professional attempted to view a two second nst (non-sustained tachycardia) episode, a message appeared stated that the user would have to print to view the episode. The device remains in use. No patient complications have been reported as a result of this event.